Event description:
It was reported to boston scientific corporation that a single action pump system was used in the nephroureter during a transurethral ureterolithotripsy procedure performed on an unknown date. According to the complainant, during unpacking, hair was noted inside the sterile package. Reportedly, no damage was noted to the closure seal or the outer packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual examination revealed that an opened original pouch and product label of single action pump system was returned for analysis. The pouch had been opened starting at the chevron and down the sides nearly to the bottom seal. A dark hair, approximately 12mm long was taped to the inside of the pouch near the bottom seal. Since the pouch was opened, it cannot be determined if the hair came from the inside of the package. Therefore, the most probable root cause is "undeterminable."

Event description:
It was reported to boston scientific corporation that a single action pump system was used in the nephroureter during a transurethral ureterolithotripsy procedure performed on an unknown date. According to the complainant, during unpacking, hair was noted inside the sterile package. Reportedly, no damage was noted to the closure seal or the outer packaging. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.